Event description:
It was reported that the device oscillating button is stuck. The device continuously run without activation. A backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.